Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported there was a removal of a bone flap, plates, and screws due to patient infection. This report is for an unknown plate. This is report 1 of 2 for complaint (B)(4).